Event description:
Additional information was requested and received stating scratch on lens due to loading issue.

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., b.5., d.9., d.10., h.3., h.6. And h.10. The lens was returned wrapped in a wet surgical sponge. Solution was dried on the lens. The optic was cut into two portions, typical of insertion and removal. One cut optic portion had a deep scrape mark on the anterior side. The other cut portion of optic had a scuff mark in the shape of an instrument used to grasp the lens. Information was provided that indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was used. The root cause for the reported complaint may be related to a failure to follow the dfu. The reported scratch was observed. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a scratch was noted on the lens. There was patient contact with no reported patient harm. Additional information was requested.